Manufacturer narrative:
(B)(6). The device was manufactured october 12 - 16, 2018. The device was received for evaluation. Visual inspection revealed that the tubing line had been cut by the customer to drain the fluid out of the bladder. The blue winged luer cap was observed to be slightly untightened. The tubing line was subsequently reconnected, and a functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location prior to patient use. The device had been filled with 240ml of fluorouracil in 0.9% normal saline solution. There was no patient involvement. No additional information is available.